Event description:
It was reported that the connector on the desktop charger/ac power supply was broken. The device was associated with deep brain stimulation therapy. A repair request was initiated for replacement and return of the affected product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from hcp that the patient is in a rehab care facility and inquired about using the legacy recharger. Agent reviewed general information about recharging and the recharger and expectations for charging the stimulator. Caller connected recharger to stimulator which showed stimulator was on and the last quartile was charging. Through repositioning of the antenna and turning of the dial, caller was able to obtain 8 coupling boxes. Caller mentioned the antenna dial was hard to turn and that it felt like the stimulator was sunken in a little upon palpation.

Manufacturer narrative:
B5 and h6: additional information received has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received regarding the broken connector pin. Caller mentioned that the patient was recently hospitalized for back problems and they were unaware the patient hadn't been using their recharger, which they discovered was due to the broken connector pin. Caller was told a replacement desktop charger would be overnighted to the patient, but they hadn't received it yet. They reported that the patient received their charger cord but is not sure how to turn on the therapy. Technical services (ts) reviewed use of the controller. Caller states they will look for the controller and try that. Called today to indicated that the patient's device is off and pt is "flaying around" for the past 3 days. They reviewed that it was confirmed that they reported not ever seeing a patient programmer. Ts reviewed how to use the implant recharger (insr) to get therapy turned on. Ts reviewed steps which nurse was able to do on the call and confirmed the ins was on, battery level was charging to 50%. Symptoms were still not settling down while still on the call. Ts redirected caller to get the family to order a replacement programmer using the lost/stolen process to make it easier to check the patient's therapy.